Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5.

Event description:
Additional information from the author indicated that none of the events reported were related to olympus equipment.

Manufacturer narrative:
The model no. Of the product (thunderbeat seal and cut®) was unknown but a representative product was chosen for processing purposes. (Tb-0535fcs). As the device was not returned for evaluation, olympus was unable to confirm the phenomenon reported. It was not possible to identify the root cause of the reported event. In addition, as no malfunction of the device was reported, and from clinical/medical evaluation and risk assessment, it is presumed that the reported event is an accident or a complication associated with a surgical procedure using the subject device. Since the lot number/manufacturing number of the device used is unknown, the manufacturing records cannot be investigated, but olympus conducts inspections and only ships products that pass the inspections.

Event description:
Olympus reviewed the following literature titled "laparoscopic pancreatic enucleation: cystic lesions and proximity to the wirsung duct increase postoperative pancreatic fistula.". The aim of this study was to analyze the risk factors of postoperative pancreatic fistula (popf) following large series of laparoscopic en (lapen). A total of 64 patients were included in the study. The median preoperative size of these tumors was 30 mm (20¿110) and they were located in the distal pancreas (n=13, 87%). There were no mortalities and overall morbidity (n=22; 34%) included grades b and c popf (10;16%) and post-pancreatectomy hemorrhage (4; 6%). The median hospital stay was 7 days (3¿42). There were no invaded lymph nodes and all cystic lesions were nonmalignant. After a mean follow-up of 24 months, there was no recurrence. However, one 81-year-old man another small (<10 mm) net in the distal pancreas 10 years later. So, laparoscopic pancreatic enucleation is a valid and safe surgical procedure. Type of adverse events/number of patients. Postoperative pancreatic fistula - 10 patients. These patients required endoscopic transgastric insertion of a metallic stent requiring short hospitalization and removal of stent one month later. One patient underwent percutaneous drainage without hospital management for 22 days. Biliary leak - 1 patient. Post-pancreatectomy hemorrhage - 4 patients. Drained collection - 3 patients. Sepsis - 2 patients. Pulmonary complications - 3 patients. Localized thrombosis of the splenic vein - 2 patients. This was treated by therapeutic anticoagulation. There was no report of any olympus device malfunction in any procedure described in this study.